Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently punctured the cartridge septum and that insulin was leaking from the septum. Customer's blood glucose level was not impacted. Recommendation was made to change the cartridge.